Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. A visual inspection revealed that at 67cm from the strain relief, the hypotube was separated. There were numerous kinks to both the hypotube and the shaft of the device. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. Functional analysis determined that the device inflated to rated burst pressure and deflated with no issue. Product analysis confirmed the reported break as there was separation to the device; however, the reported failure to inflate was not confirmed as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. During the procedure, the physician attempted to inflate the balloon twice and it failed to inflate both times. The device was then removed, and the balloon catheter snapped halfway down from the balloon material. The procedure was completed with a another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. During the procedure, the physician attempted to inflate the balloon twice and it failed to inflate both times. The device was then removed, and the balloon catheter snapped halfway down from the balloon material. The procedure was completed with a another of the same device. There were no patient complications reported.